Manufacturer narrative:
Exact date unknown, event occurred a few months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2158500 model: sc-2158-50 serial: (B)(6). Batch: 20134704 UDI: (B)(4).

Event description:
It was reported that the patient experienced a difficulty charging the implantable pulse generator (ipg). All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.